Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per sop since the serial number for the unit was not provided. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) maintenance code #4 displayed. The iabp is still functioning and the patient is stable. The customer will swap the iabp and send this one to biomedical department. The customer has not requested service on this iabp. There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) maintenance code #4 displayed. The iabp is still functioning and the patient is stable. The customer will swap the iabp and send this one to biomedical department. The customer has not requested service on this iabp. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Three (3) good faith efforts (gfes) to obtain the relevant repair and iabp status related to this complaint issue were made to the customer. However, despite our best efforts, customer has not responded to any of our gfes. If additional information is provided, we will submit a supplemental report.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) maintenance code #4 displayed. The iabp is still functioning and the patient is stable. The customer will swap the iabp and send this one to biomedical department. The customer has not requested service on this iabp. There was no harm or injury to the patient and no adverse event was reported.